Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (myocardial infarction, stent thrombosis). Conclusions: inherent risk of procedure ¿ (myocardial infarction, stent thrombosis). (B)(4).

Event description:
One resolute integrity drug eluting stent was implanted in the 1st diagonal during the index procedure. Approximately 10 months post index procedure mi and thrombosis of the target vessel occurred and revascularisation with stenting was carried out at the lad (1st diagonal). Patient recovered. Investigator assessed the event was not related to the study device.